Event description:
Reportedly, surgeon loaded device, tested the instrument prior to application with two to three passes and then placed stitch through the pt right side ligament medial spine. Upon passing needle through ligament, surgeon noticed ligament to be stiffer then usual and a popping was felt and heard when the needle was passing through jaws. It was noticed that both needle and suture had dislodged from the instrument and the suture severed from the needle. Following a 45 minute digital palpation of the ligament, no sharp point was felt. Upon digital x-ray review intra-operatively both gyn and a vascular surgeon (dr. Mcgraw) decided that pt trauma would occur if needle was retrieved.